Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump received an alarm 53. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device had operating currents within specification. The device passed a self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. The device had a software error in the pump history due to a software error. No defect number listed in the software error failure analysis guide. The device had minor scratches on the lcd window.